Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via ms&s: caller's wife was given a statlock for use with her nephrostomy tube at the hospital. The catheter is a cook macloc 12-14fr and the drainage bag is a bd brand. There is an connecting tube/adapter to make the two compatible. However the statlock will not stay on her skin, they come off after 1-2 days. His wife is current lyon chemotherapy for cancer. Ms&s response: he did not have the product/lot number, but he did provide number 2403127. I looked up pk2403127 in awhere used report and it appears to be a universal plus, but without a lot number or product number I cannot confirm if it is the correct size. Confirmed skin is clean and dry and barrier film is allowed to completely dry before application of statlock. He states they even purchased a "better" barrier film recommended by another vendor (insulin pump manufacturer) and that did not resolve the issue either. He confirms she does not get the statlock wet during bathing. He wants to know if he can purchase another statlock from us. Identified vupd1214 as this statlock stand alone. He would like one he could put around the tubing rather than the catheter. Described the multipurpose statlock and he pulled it up online to view it. He was able to google some vendors for this product. (B)(6) 2023 additional information provided: confirmed that only his wife is using the product and the issue to report with the adhesive coming off happens several times but only once did it result in the catheter being dislodged. Patient had catheter replaced by hospital but he would like to know if there is an alternative or an option to replace the adhesive/supplies that they can use.